Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 04:07:19. During night drain cycle five, the patient's ultrafiltration reading was 2342ml, indicating the home patient drained 2207ml more than their maximum programmed fill volume of 2700ml. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and an evaluation was completed. The device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The cause was unable to be determined. Should additional relevant information become available, a follow up medwatch will be submitted.